Manufacturer narrative:
(B)(4.

Event description:
Procedure: sales demonstration. According to the reporter: this is my demo device. While I was preparing to in-service a surgeon, I had a demo reusable load inserted. As I was waiting for the surgeon, the device began to articulate on its own. I checked the functions of the devices. The load would close, open, articulate and rotate, but idrive would not fire the load. I disassembled the drive and removed the battery. Once I inserted the battery again, and connected the adapter, the all-white lights on top and green light were blinking while the blue light was steadily on. At this point, the idrive had no function of any type. No reinforcement material was used.

Manufacturer narrative:
(B)(4).